Event description:
It was reported by the customer that their insulin pump had previously alarmed no delivery. Advised customer to call when issue occurs to troubleshoot and to change entire set. Customer's blood glucose level was 400 mg/dl at time of reporting and was treating with manual insulin injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)